Event description:
It was reported by the customer that during an impacted wisdom tooth removal procedure, the pt was superficially burned on the "ladder" left lip. The pt was treated with non-prescription bacitracin ointment.

Manufacturer narrative:
The drill involved in the reported event was evaluated. During the evaluation, the technician noted several components were corroded. Signs of corrosion potentially stems from improper cleaning and/or sterilization practices. The handpiece has been repaired and returned to the customer.